Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they stopped feeling stimulation for 3 days after their programmer was dropped. After 2-3 additional days they felt stimulation again and was back to normal. Their stimulation was reportedly still at 1.1v as set by surgery. No further complications anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient saw their doctor on (B)(6) 2017 and their doctor dropped their programmer and since then they had not felt stimulation. The loss of stimulation was noted to be sudden. The patient synced with the implant and resolved the issue. The patient stated they would continue to work with the programmer to make sure they can connect to their implant consistently with antenna attached. The patient had a poor communication screen during the call. The patient unplugged the antenna and synced to resolve the issue. The patient tried again with the antenna attached and was able to connect multiple times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.